Manufacturer narrative:
Device is combination product.

Event description:
It was reported that stent damage occured. A 2.25 x 12 synergy drug-eluting stent was advanced for treatment. However, during procedure, it was noted that the stent could not cross the lesion and the stent struts was damaged. There were no patient complications nor injuries reported.